Event description:
I have the essure and I have nothing but constant pain in lower back and bad abdominal pain. FDA safety report ID # (B)(4).

Event description:
I have the essure and I have nothing but constant pain in lower back and bad abdominal pain. FDA safety report ID # (B)(4).